Event description:
It was reported that the procedure was to treat a mildly tortuous mid and proximal left anterior descending (lad) artery. Two 2.75 x 18 mm xience xpedition stents were implanted in the lad. Seven (7) hours post procedure the patient returned to the lab with thrombosis. A guide wire could not be advanced through the lesion so the patient was taken to surgery and coronary artery bypass graft was performed. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience referenced is being filed under a separate manufacturing report number.